Event description:
Additional information indicates the patient was explanted due to an infection at the ipg site, and it was determined the infection had not spread to the lead. Patient was administered oral antibiotics following the explant.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00519. It was reported the patient experienced an infection at the ipg site which spread to the lead. As a result, surgical intervention was undertaken wherein the system was explanted. The infection has since been resolved.